Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced stenosis. The target lesion was located in the proximal left circumflex (lcx) with 95% stenosis and was 8 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilatation and placement of a 2.5 x 12 mm study stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with exertional dyspnea and shortness of breath. The patient was diagnosed with coronary artery disease and cardiac catheterization was recommended. Core lab report notes 64.29% stenosis of proximal lcx with in-stent restenosis within the study stent. The 90% mid stenosis in the left main coronary artery (lmca) and the 90% stenosis in proximal lcx was treated with pre-dilatation and placement of 2.75 x 16mm ion stent from lmca extending to proximal lcx with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)3